Manufacturer narrative:
(B)(4). D10: cat# 00500104728 lot# 65885067 liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells. Cat# 650-1158 lot# 3213756 delta cer fem hd 28/0mm t1. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision to replace the cup approximately 1 year later, due to unknown reasons. Attempts have been made, and no further information has been provided.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision to replace the cup approximately 1 year later, due to infection. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; g3; h2; h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.